Manufacturer narrative:
Additional information: device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and was not confirmed as manufacturing problem. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to due to vision results not as clear. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens (different model and diopter) was implanted as a replacement. There was no patient complications. No additional information was provided to johnson & johnson surgical vision.